Manufacturer narrative:
This is follow-up 1: the device was received on (B)(6) 2018. Conducted visual and functional testing/inspection. Result: pin bores are out of specification (too small) besides that the device is in specification. Concerning the reported event: from our experience it is unlikely that the deviation of the pin bores has contributed to the reported event. Our experience is, that pinning technique can contribute to slippages.

Event description:
No additional information in this follow-up

Manufacturer narrative:
No evaluation possible as the device was not returned.

Event description:
Customer service was contacted on (B)(6) 2018 from distributor. Distributor stated that there was a skull clamp slip which occurred last week. They are awaiting for the complaint form from the customer but as soon as they have it, it will be forwarded it to pmi.